Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a history/settings (history/settings issue) issue. The reporter stated that the user¿s blood glucose (bg) readings were above 250 mg/dl; however, the readings did not exceed 500 mg/dl. There were no reported symptoms associated with hyperglycemia, nor was there a report of positive ketones. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. This complaint is being reported because an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 03/22/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/27/2017 with the following findings: a review of the black box showed delivered boluses that matched correctly with the total daily dose bolus history. The pump powered on to the verify screen with auditory and vibratory features. During testing, a manual audio bolus and normal bolus were performed and were accurately recorded in the basal history, and in the total daily dose history. The rewind, load, and prime steps were performed successfully. The pump run for 24 hours and the basal history and total daily dose history were correctly recorded. The total daily doses added up correctly and reflected the user's programmed basal rates. The complaint of the pump's bolus totals calculating a greater than 5% discrepancy was not able to be duplicated during the investigation. Unrelated to the original complaint, the display had a pink contrast. The battery compartment was cracked below the bumper pad. Additionally, moisture corrosion was found inside the battery compartment. A leak test was performed and failed due to a leak in the battery compartment. The pump cover was removed to find no further evidence of moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).